Event description:
The user experienced analyzer alarms 10-100 times per week for approximately one year and received questionable results for free thyroxine (ft4). Information was not provided to determine the total number of patient samples involved. It was noted this issue only occurs on analytical e modules connected to an modular pre-analytics system. One example of patient sample results was provided as follows: "when a flagged sample is rerun an ft4 of 2 reads 17". No unit of measure was provided. Information provided in the complaint states the erroneous results were "only picked up as they did not fit the clinical picture." No adverse events were alleged regarding the issue. The ft4 reagent lot number was not provided.

Manufacturer narrative:
Based upon a visit to the customer site, it was determined the humidity in the laboratory at the cusotmer site was out of specification. In addition, the customer is using samples tubes outside of specification. The combination of these issues is most likely the cause of this event. The reagent probe, belts and universal power supply (ups) were replaced. Recommendations were made for the humidity to be raised to 45% and monitored continuously and to use primary tubes with a minimum diameter of 13 mm. No adverse events were reported.

Manufacturer narrative:
This event occurred in (B)(6).